Manufacturer narrative:
The customer contacted the siemens customer care center (ccc). The customer stated that they ran other samples on the system without any discrepant results. The customer provided quality control data obtained on the day of event, which indicated results were within range. The cause of the discordant na, k and cl results was unknown. The instrument is performing according to specifications. No further evaluation of the device is required.

Event description:
Discordant, falsely elevated sodium (na), potassium (k) and chloride (cl) results were obtained on one patient sample on a dimension vista 500 instrument. The discordant results were not reported to the physician(s). The sample was repeated on an alternate instrument, resulting lower. The sample was repeated on the same instrument, resulting lower than initial but higher than the results obtained on an alternate instrument. The repeat results obtained on an alternate dimension vista instrument were reported to the physician. There are no reports of patient intervention or adverse health consequences due to the discordant, falsely elevated na, k and cl results.